Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/functional & damage visual inspection: the helical blade inserter was received at the us cq. The shaft was covered with signs of wear from typical usage such as scratches. The internal threads of the shaft are slightly worn. No other issues could be identified with the returned portions of the device. The complaint can not be confirmed for reported broken condition of the broken device since nothing was found broken on the returned devices. Functional test: a functional test was performed using the associated helical blade inserter that was received with the connecting screw. The connecting screw was unable to screw into the helical blade inserter as it was intended to due to the damage to the screw¿s upper external threads. The complaint can be confirmed for the unable to assemble reported condition . Conclusion: the overall complaint is confirmed. The inserter was received with signs of wear from typical usage, such as small scratches and dents. The internal threads of the shaft were slightly worn, and the associated connecting screw that was received with the inserter was unable to interface with them. This was due to the deformation of the connecting screws threads. The exact cause of the reported condition is unknown, but, it is likely that the device was subjected to excessive forces during the 4+ year life of the device. After a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device history lot. Part number: 03.037.024. Lot number: t118588. Manufacturing site: tuttlingen. Release to warehouse date: jun 23, 2015. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the thread of the helical blade/ screw coupling screw and helical blade inserter seemed to be sheared off and there seemed to be enough threaded into both devices. The blade coupling holder will not screw into blade holder. The issue was discovered in the central sterile department. There was no patient involvement. This complaint involves two (2) devices. This report is for one (1) helical blade inserter. This is report 2 of 2 for (B)(4).